Event description:
It was reported that a patient underwent a tumorectomy procedure about one year ago. Infiltration into the urinary bladder during the procedure was confirmed and the urinary bladder was sutured. The patient developed a urinary stone and on (B)(6) 2015, the stone was removed with a cystoscope. During the cystoscope procedure, it was found that suture remained and the stone was around the suture. The tumor was benign, remained in the patient and was treated. No additional information was provided.

Manufacturer narrative:
(B)(4) - urinary stone formation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.